Event description:
It was originally reported that the pt had painful stimulation (including vaginal pain) and a return of symptoms. The pt decreased the amplitude and the vaginal pain resolved. It was further reported that the pt had surgery to resolve the problem. No details were provided regarding the surgery. The pt was no longer having issues with her system. Additional details were requested.

Manufacturer narrative:
(B)(4).